Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was unknown if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin (1 gm, route, frequency and duration not reported), fortum (1 gm, route, frequency and duration not reported) and injection of amikacin (125 mg, route, frequency and duration not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported antibiotic therapy was discontinued and the patient was recovered from the peritonitis event (unknown date). Should additional relevant information become available, a supplemental report will be submitted.